Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Bottom case seal was broken. Top case was cracked bottom right corner. There was an invalid syringe size alarm in the event history log. Customer's stated problem was verified when setting up the 60 milliliter (ml) syringe on customer's pump. The root cause of the reported issue was found to be the configuration data on the pump, the 60 ml syringe was not checked on the data sheet. The customer will need to enable the 60 ml syringe in the pharmguard 2 configuration data sheet.

Event description:
It was reported that the 60 milliliter syringe was not reading. No patient injury was reported.